Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that incorrect prime amounts were being recorded in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/13/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:the pump was able to power on normally during testing. The pump was able to rewind and load successfully; a 10 unit prime was performed and accurately recorded in the pump¿s history. The pump was exercised for 24 hours with no alarms. The units remaining were correctly calculated and recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.